Event description:
A company representative contacted baxter (B)(6) regarding a homechoice (hc) machine that gave an electric shock to the home patient (hp). The hp reported that she got an electric shock from the device. The patient felt the shock in her hand while she was standing. She had a jolt. The patient was touching the hc when she felt the shock; indeed, she was touching the part where the solution is placed and the back switch. The patient was not touching any other device with electrical voltage and was not medically treated for the shock. The patient did not have any sign of burn marks or other form of injury. No defect was noticed by the patient in the power cord. The hc was plugged into a grounded outlet and the power cord with the protective earth pin was in place. No cheater adapter was used. There was patient involvement, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of electric shock from a homechoice (hc) machine was not confirmed and no root cause could be determined. The device was returned for evaluation. A visual inspection of device didn't shown any issues. Electrical safety tests were performed, with no issues identified. A device history was conducted and no issues were found related to electric shock in the logs during the manufacture of the lot or serial number. An event log review was performed and could not confirm the electric shock. The reported difficulty was not confirmed via service history review. The product was within specification.